Event description:
It was reported that during testing conducted at the manufacturer facility the irrigation pinch valve wheel had intermittent rotation. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.